Event description:
The following info was reorted to impra on 12-23-1999. A femoral-popliteal bypass graft was successfully implanted in the pt's right leg in 1999, and in the left leg in 1999. A bilateral femoral-popliteal tibial thrombectomy was performed on 11-13-1999. A thrombectomy on the right leg was done on 11-16-1999. A bilateral femoral thrombectomy was performed on 12-13-1999. The graft remains patent in the pt. Note: this report lists product info for the graft in the right leg. See MFR. Report #2020394-1999-00021 for product info on graft in left leg.